Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump was part of field correction, had no backup insulin method and would contact healthcare provider, and technical support arranged warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.